Event description:
It was reported the patient was admitted to the hospital due to inappropriate shocks. It was also reported these shocks were due to a defective lead. A review of the data stored on the competitive device indicates noise in the egms. The patient refused to get a new device. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.